Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had hydrocephalus and was implanted with the device in the middle of (B)(6) 2001. According to the report, on (B)(6) 2014, the patient felt weakness in their right arm and leg. The report stated that the symptom remained for one week. Reportedly, the patient was in coma due to over drainage. According to the report, MRI scanning showed there was a tumor in patient¿s brain.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.